Manufacturer narrative:
(B)(4). Pump received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime/delivery and excessive no delivery test due to buttons not responding. No moisture damage on the lcd board, mother board, interface board, rf board, motor, vibrator motor and battery tube assembly during visual inspection. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
Customer reported via phone call that the insulin pump was exposed to fluid. Customer blood glucose reading was 140 mg/dl. Customer was dunked in the lake. The location of the exposure of the fluid was under the lcd display. Insulin pump was returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report.